Event description:
The customer reported various cancellations on their unit. While the asp field service engineer was repairing their unit, he found an oil mist coming from the unit. Attempted to follow-up with the customer regarding potential physical symptoms related to the oil mist but, the customer was not available. The asp field service engineer repaired the unit.

Manufacturer narrative:
.